Event description:
1970. Bil subcumastectomies with reconstruction with silicone implants. Procedure done secondary to multiple fibroadenomas and extensive history of fibrocystic disease. Last 6 mos has noticed hardening of (l) breast with marked changes in shape and symmetry as compared to right. Pt also unable to proceed with normal athletic activities. Pe=left-baker's 4 capsular contracture with gross deformity and pain. Rt bakers 2 capsular contracture. Both implants were ruptured.